Event description:
It was reported that the left ventricular (lv) lead capture threshold was at the max adapted. The lv lead was revised due a device changeout for normal battery depletion. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224trk biv ICD, implanted: (B)(6) 2010; 5076-52 lead, implanted: (B)(6) 2010. (B)(4).